Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and two eventqueueoverflow alerts were noted on the device and were found to be the cause of the bvvi operation. The event queue overflow was reviewed and found to be consistent with multiple radio frequency (rf) telemetry interruptions. The cause of the bvvi was due to an rf integrated circuit (ic) anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital remotely with alerts for back up vvi operation and elective replacement indication on the implantable cardioverter defibrillator. On june (B)(6) 2021, the device was explanted and replaced successfully. The patient's condition was stable.